Event description:
Boston scientific crm received info that the slack on this atrial lead had come up to the pocket area. The lead was still attached to the heart tissue, however the electrical performance was not adequate. The threshold measurements were elevated with complete loss of capture at max outputs and p-wave morphology was poor. No other adverse pt effects were reported. The lead was repositioned with adequate slack which corrected this issue.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.